Event description:
It was reported that a journal article was retrieved from hss journal (2025) that reported a retrospective study from italy. The purpose of the study was to compare the patellofemoral and radiological outcomes of 2 surgical techniques for treating tibial shaft fractures: the suprapatellar and extra-articular lateral parapatellar (elp) approaches, both used in intramedullary tibial nailing in a semi-extended position. The study reported 1 patient experienced intra-articular calcifications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. G2: literature - alessio-mazzola m, alpi v, ghezzi e, placella g, salini v. A retrospective study with 2-year follow-up comparing semi-extended tibia nailing techniques: the suprapatellar versus the extra-articular lateral parapatellar approach. Hss journal®. 2025;0(0). Doi:10.1177/15563316251326505. Attempts have been made to gather product ID information and no further info is available. Product has not been returned. No product evaluation was able to be completed. Medical records were not provided. As part number and lot number were not provided, DHR could not be reviewed. Root cause of the reported event is not device related. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.